Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. During device evaluation the following findings were identified: due to wear of angle wire, bending angle in up direction does not meet specifications, due to wear of angle wire, the play of up/down knob is out of the specification, adhesive on bending section and around objective and light guide lens have white-clouded area, adhesive around light guide lens is peeled, and connecting tube has a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Reviewed DHR of the subject device and confirmed that the device was shipped in accordance with specifications. It was confirmed that there was no non-conformity of the subject device during manufacturing. Based on the results of the investigation, a definitive root cause for this issue was not established of the foreign material remaining in the device. We could not identify the foreign material from the obtained information. We could not specify the cause of the foreign material remaining in the device since it was unknown if the reprocessing was conducted in accordance with instructions for use (IFU) from the information obtained. The event can be detected/prevented by following the instructions for use which state: reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera colonovideoscope had a bad angle. Upon inspection and evaluation, foreign matter is inside the nozzle. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.